Event description:
Caller alleged discrepant inratio2 inr result in comparison to a different inratio2 meter inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr meter 1: 1.4, meter 2: 3.6. Reportedly, the same finger stick was used to perform both tests. The first drop of blood was applied to one meter and then the second drop of blood was applied to the second meter. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.